Manufacturer narrative:
Christodoulou, l.s., kitsis, c.k., and chamberlain, s.t. (2001). Internal fixation of scaphoid non-union: a comparative study of three methods. Injury, int. J. Care injured. 32: 625-630. This report is for an unknown screw/unknown lot/quantity unknown. (Other number) UDI: unknown part number, UDI is unavailable impinging in joint and removal of nail. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
This report is being filed after subsequent review of the following journal article, christodoulou, l.s., kitsis, c.k., and chamberlain, s.t. (2001). Internal fixation of scaphoid non-union: a comparative study of three methods. Injury, int. J. Care injured. 32: 625-630. UK article. The authors compared the results of three methods of fixation for scaphoid non-union. One of the three implants used was a synthes 2.0 mm mini-fragment screw. Between 1990 and 1999, 132 patients underwent surgery for scaphoid fractures. Patients with acute fractures and patients requiring vascularised bone grafts were excluded. The average age of the remaining 93 cases was 27 years (range 15-56 years) and 94% of them were male. Twenty-six non-unions were fixed with a synthes mini-fragment screw (2.0mm). The mean follow up was 14 months (range 8-24). Radiological union was achieved in 85% (22 out of 26) of cases using the synthes screw; there were 4 cases of nonunion. A single synthes screw was found to be impinging in the radiocarpal joint and was removed. This report is for an unknown screw. This is report 1 of 1 for complaint (B)(4). A copy of the journal article is being submitted with this medwatch.